Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units safety disk is failing.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2,h3, h4, h10. Corrected fields: h6 (type of investigation, investigation findings, investigation conclusions) a getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to reproduce the reported issue. The fse checked the logs which showed no electrical or leakage errors. The se performed functional testing and safety check to factory specifications. The fse also stated that there was no recorder paper so recorder paper was installed. The unit was then returned to the customer and cleared for clinical use.

Event description:
N/a.